Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead exhibited a decrease in r-wave sensing, from >25mv down to 4mv. There were no patient symptoms reported with this clinical observation.